Event description:
Download data from a(B)(6) year old male patient revealed several false asystole alarms. Zoll customer contacted the patient and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (asystole alarms) was confirmed. Upon investigation corrosion was discovered inside of ECG "c", which interrupted the ability to detect the patient's ECG signal and caused the false asystole alarms. The root cause for the corrosion could not be positively identified but was likely liquid ingress. No adverse event resulted from the contamination. The patient received a replacement electrode belt.